Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified device broken shell, fold crease, and missing portions of the shell (0-25%). Weight measurement of the device identified device weight was within specification. A microscopic analysis was performed which identified a sharp crease break and wear abrasion. Based on the device analysis the final assessment was a broken sharp crease on the posterior side due to a fold flaw opening, and missing portions of the shell due to inconclusive.

Manufacturer narrative:
Information contained in this report was previously submitted via psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.